Event description:
It was reported that during an open procedure, the device could not be fired at 1st firing. The device was replaced and the same cartridge as the 1st device was used, but the same issue occurred. For the first device, it is written on the device body, and this device was used with re-sterilized, so there is a possibility that there was a pressure on the cartridge and the sled moved during use. Another competitive device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). B3: unknown, captured as awareness date. D4: batch # t5ac2u. D10: lot # u4098d. Additional questions were asked in an attempt to determine if this device was designated as a single patient use device. Please see the response below. Additional information was requested, and the following was received: could you please clarify if the used devices where reprocessed/re-sterilized? One device that is written ''old'' by japanese was re-sterilized and used. Was the device reprocessed and previously used on another patient? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted. If the device was reprocessed/re-sterilized, please confirm the lot#/batch# of used device? We can't confirm the device, but the device is written ''old'' by japanese was re-sterilized and used. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with the anvil partially detached on the distal end and the anvil post on this area appears to be damaged as if the anvil was pulled out of the device. No reload was received. No functional test was performed due to condition of the device. The event reported was confirmed and due to the condition of the anvil, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number t5ac2u, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.